Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago from date manufacturer was made aware. Explant date: procedure happened few years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-70 serial: (B)(4). Batch: 20764567.

Event description:
The patient underwent a system explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.